Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. During surgery "silicone in direct contact with the tissues" was found. The device has been explanted, the pocket was disinfected and a new implant was placed.

Event description:
Healthcare professional reported, right side rupture. During surgery, "silicone in direct contact with the tissues" was found. The device has been explanted. The pocket was disinfected and a new implant was placed.